Manufacturer narrative:
Please review attached for the investigation results. (B)(4).

Event description:
The patient presented with right hip dislocation and underwent right hip closed reduction under anesthesia.